Event description:
An attempt was made to deploy a complete self expanding (se) iliac stent in to a pt. The target lesion located in the right external iliac was described as slightly tortuous with 75-80% stenosis. It was reported that only one radiopaque marker was visible prior to attempted deployment of the stent. It was also reported that on positioning of the device at the target lesion site, the physician proceeded to deploy the stent; however, the stent could not be seen under fluoroscopy. The device was withdrawn and the physician confirmed that the stent was not present on the delivery system. A mapping with fluoroscope from the aorta region to the knee of pt was done to check if the stent could have migrated to other vessels but there was no sign of it. No further action was taken and the dislodged stent was left in the pt. The pt is reported to be stable and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval method - procedural cd. Results: other (no root cause of the event can be determined based on info available). Stent dislodgement. Eval summary: approximately 6.5 cm of the inner member was exposed including the distal tip and marker band. The red safety tab was not present. The handle was fully deployed leaving a gap of 11.5 cm between the distal end of the blue hub and the proximal end of the handle. The stability sheath was bunched immediately distal to the strain relief. The distal tip was slightly curved. Two radiopaque markers were evident on the returned device. Procedural cd images were provided by the account; however, the sequence in which physician delivered and withdrew the device from the pt do not appear to have been captured on the images.